Event description:
Ct9000 adv injector was used on elderly pt who died on 2002. Sales rep was notified by medical center on 2/2002. There is some speculation of an air injection due to autopsy results showing air in the patients system.